Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for head/neck (non-malignant) and spinal pain reported that since implant they had a hard time finding their implant because they were told they had a "floating implant." The consumer had to get x-rays multiple times just so they could find where the implant was to charge. Sometimes they were able to get the recharging screen showing no coupling boxes, while other times they got the reposition antenna screen. It was further reported the consumer experienced jitters/shock-like sensation right after charging, which they didn't mind, but it had gotten worse over time. Troubleshooting was performed and a recharge session was attempted which resulted in poor coupling. Following this the antenna locate feature was used which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.